Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), upon inserting the dilator into the guide, guide has lost the column, resulted in hemostatic valve filling with air. The three-way stop-cocks were tightened after the first attempt and changed stopcocks for the second and third attempt of preparation of guide. Sgc was discarded and replaced with new sgc, but procedure was discontinued as physician was unable to advance the transeptal wire. All steps were performed as per IFU. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, the cause for the reported leak/splash (loss of fluid column) resulting in air/gas in the device cannot be determined. It is possible that it was related to user technique; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.